Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during endobronchial ultrasound procedure, the needle had broken and lodged in the patient's lymph node. A biopsy forceps were used to successfully retrieve the broken needle fragment. There were no further reports of patient harm.

Manufacturer narrative:
His supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields:d9, h3 and h6. Corrected field: h4 field h4 was inadvertently marked as 4/1/2024 instead of 4/2/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The needle was broken off but, returned with the device. In addition, the following reportable malfunctions were identified during the device evaluation: a bend on the needle where the metal boot ends. The bend is where the metal protector boot ends if the connecting slider is fully extended. Another bend was found close to the middle of the sheath. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.